Event description:
It was reported that during the lap cholecystectomy procedure, two devices misfired. A third device was used and it worked fine. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: two devices (a-b) were returned for analysis. Device (a) found that it was returned empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. No testing could be performed as the instrument was returned empty. Device (b) was returned non-functional. The instrument was cycled and the jaws were noted to be broken at bifurcation. In addition, the instrument was returned empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. No conclusion could be reached as to what may have caused the found damage. A batch review was performed and no anomalies were found during the mfg process. Devices b add'l info: batch# d9dc9h and expiration date: 01/2012. Mfg date: 02/2007. Results: broken jaw at bifurcation.